Manufacturer narrative:
An event regarding disassociation involving a trident constrained liner was reported. The event was not confirmed. Method and results: device evaluation and results: there are indentations around the locking area. In one section of the plastic rim is deformed and there are also blemishes. The metal ring has blemishes and scratches but appears to be intact. Medical records received and evaluation: a medical review could not be conducted since there were insufficient medical records received for review with a clinical consultant. Device history review: review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for this lot. Conclusions: the exact cause of the event could not be determined because a medical review could not be conducted since there was insufficient medical records received for review with a clinical consultant. Further information such as medical records, operative reports, and implant sheets are needed. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Patient was revised due to disassociation of the bipolar head from the liner.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Patient was revised due to disassociation of the bipolar head from the liner.